Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1200 mg/dl. Customer had symptoms of high blood glucose; customer was vomiting. Customer was unconscious and was taken to the hospital via ambulance. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized in the intensive care unit. Customer was not wearing insulin pump at the time of hospitalization for less than 48 hours. Insulin pump was lost but was later found at the hospital. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.